Event description:
Related manufacturer reference number: 2017865-2020-04875. New information received notes that the patient presented for lead revision. Fluoroscopic imagining had not revealed any lead integrity issues. Since the source of noise was not evident the physician chose to explant and replace both the ventricular lead and the implantable cardioverter defibrillator. Th e patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for noise was observed via remote transmission. Lead replacement was planned. The patient was stable and will continue to be monitored.